Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was leaking. It was stated that the urine was coming out of tubing. The purewick urine collection system was sitting on the floor, asked if tubing was pressed in all the way. The patient advised yes it was pressed in all the way. Machine and wicks opened. It was noted that the patient had been using this product for less than 90 days. Per follow up by the liberator on 07nov2022, it was stated that the patient did not like purewick female external catheter and says it given urinary tract infection. It was noted that the patient had been using this product for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs." "Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Experiencing skin irritation or breakdown at the site". " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was leaking. It was stated that the urine was coming out of tubing. The purewick urine collection system was sitting on the floor, asked if tubing was pressed in all the way. The patient advised yes it was pressed in all the way. Machine and wicks opened. It was noted that the patient had been using this product for less than 90 days. Per follow up by the liberator on 07nov2022, it was stated that the patient did not like purewick female external catheter and says it give urinary tract infection. It was noted that the patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.